Event description:
The complaint/event involved a 12"(30cm)appx 0.77ml, smallbore ext set w/clave®, 0.22 micron filter, clamp, rotating luer. The reporter stated that after starting an intravenous (IV) infusion with the aforementioned device, unspecified fluids started leaking at the connection between the filter and the patient¿s peripherally inserted central catheter (PICC) because the male luer was broken and not secured/sealed around the line and this was discovered after disconnecting the tubing. There was no report of any human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. An image was provided by the customer showing the label of the product. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.